Event description:
Two patients with discrepant urine results for erythrocytes or leukocytes. Patient 1, initial result for erythrocytes was negative. Same sample repeated using visual methodology was negative, using microscopic methodology gave 12 rbc/hpf and 1-2 rbc/hpf. Patient 2, initial result for leukocytes was negative. Same sample repeated using visual methodology was 3+, using microscopic methodology gave 12 wbc/hpf and 12-14 wbc/hpf. No adverse events reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.